Manufacturer narrative:
The actual sample involved in the reported incident was not available for evaluation. However, random samples from inventory were pulled and dimensionally evaluated. No issues were found. Therefore; at this time we are unable to determine the cause for the issue reported. We received a similar report in 2010 for this failure mode of the silicone seal detaching from the connector. Results of the investigation are pending. Follow-up report will be submitted

Manufacturer narrative:
(B)(4). Investigation results: this complaint information was forwarded to the (B)(4) manufacturer for csc200, (B)(4). A device history review was performed for the lot number provided and no problems were identified. Additionally, aok tooling reviewed samples of the individual mating parts (10) from inventory and inspected the dimensions. The parts met the engineering specifications; no problems found. Carefusion initiated a health hazard evaluation (hhe) which concluded ''as low as reasonably practicable (alarp)'' risk level. The report was escalated to the carefusion (B)(4). A formal corrective and preventative action ((B)(4)) was initiated as well as project file (B)(4). This project has been resourced with a cross-functional team of experts to investigate and eliminate the issue reported. The team is currently conducting product performance testing in order to select the best possible solution for our customers.

Event description:
Small flexible plastic piece on the bottom where piece connects to vent came off into child's airway and caused choking. It may have become loose when heated through vent.